Event description:
The reason for call was patient said the battery seems to be loose in her behind. Patient said it has gotten kind of sore and bothersome. Pt states been going on for awhile, agent tried to clarify date and pt did say yes to month but later in call stated later. Agent put unknown. Patient also mentioned she has other issues. When stim is on and she is sitting fine, it's mild, but when she sits up straighter, the stim revs up. Patient didn't have any falls and said this all started about the same time frame. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported that since few months ago this year (around (B)(6) 2023) they were vibrating more when they straighten completely or stretch their body or change posture position of the body and they are not sure if that is normal. Patient stated the vibration has been happening for a few months. Patient services specialist asked patient to connect with the controller and controller show implanted neurostimulators 60% and controller 90% charged. Patient service asked patient if they have adaptive stim enabled and patient said she does not have adaptive stim enabled. Ps reviewed meaning of adaptive stim and patient checked her setting and did not see adaptive sitm icon. Ps asked if patient had fall or trauma and patient said no but they had rotator cuff surgery. Patient mentioned they turn down the stimulation to 6-7 and they don't now always feel the stimulation. Ps reviewed programming and device function and recommend patient consult with hcp ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further ad dress the issue.